Event description:
Written report received from baxter states leakage inside of housing discovered during patient use. Reporter states device contained 5 fluorouracil of unknown concentration for an unknown total fill volume. Per reporter there was no patient injury and no medical intervention was required as a result of the reported event. Further follow up revealed that solution stayed inside of the housing of device and no one was exposed to the contents of device.